Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.

Manufacturer narrative:
Devices currently undergoing analysis.

Manufacturer narrative:
The use of a competitor femoral head in conjunction with these devices constitutes an off-label application.